Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was an attempted implant. The lead was placed in the mid-lateral coronary sinus and the lead dislodged while the finishing wire was being inserted. The lead was attempted to be repositioned; however, this was unsuccessful. There were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.